Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a connection issue was not confirmed. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Based on the information obtained from baxter?s investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A registered nurse (rn) contacted corporate product surveillance to report that on (B)(6) 2010, a home patient (hp) came to the dialysis center and reported the transfer set disconnected from the plastic adapter. The rn confirmed the hp was treated with prophylactic antibiotic and sent home. On (B)(4) 2011, product surveillance followed up with the rn who stated the hp had continued therapy with no further issue. No adverse event was reported from this incident.